Event description:
Not enough resistance to the compression paddle during downward movement. During one instance, mammographer was doing mlo and compression paddle slipped and fell. No injury. During another instance, pt raised arm and touched the compression paddle and paddle swung down and landed on mammographer's hand which was on the bucky. No injury.